Event description:
The pt's spouse reporter called lifescan (lfs) in 2005, and alleged that pt's meter was reading inaccurately low. The medical affairs specialist mailed a letter the following day, since the user could not be reached by telephone for further clarification. Ten days ago the pt tested his blood glucose at 10:30 a.m. And he obtained a result of 132 mg/dl. He then started experiencing symptoms of legs hurting, walking different, and he "wasn't himself". Spouse drove him to the hosp and a lab test was performed within 45 minutes to 1 hour after the pt tested on his meter. The laboratory results was 563 mg/dl. The pt was treated with an intravenous (IV). It would have been helpful to know what actions the pt took after testing on the meter and if he took any medications or food prior to the result. The test strips were in good condition; the calibration codes on the test strip vial and the meter matched; and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt had control solution, but no test strips to perform a control solution test. This complaint is being reported as an adverse event because the pt obtained a result, which was low and the pt may have treated herself incorrectly or delayed proper treatment by using the meter result. Subsequently, he went to the hosp and his blood glucose was high and he received treatment by IV.